Event description:
It was reported that a revision surgery was performed due to fracture.

Manufacturer narrative:
The affected product was returned and evaluated to determine the cause of the reported incident. The as received fractured ceramic head was examined visually and stereomicroscopically. The femoral head fractured into three big fragments and 14 small fragments. The lot number is unable to be determined. Visual analyses of the taper bore surfaces of the larger head fragments showed metal transfer and indicated the most likely fracture initiation site was near the gage point. The fracture of the alumina femoral head likely originated near the gage point region. This region is known to be the highest stress area based on finite element analysis..